Event description:
During attempted intubation in the operating room, an lta 360 kit's catheter injector (lidocaine hci 4% topical solution for laryngotracheal anesthesia) broke in the trachea during administration of the local anesthesia. During direct laryngoscopy, approximately 2.5 inches of catheter was identified in the trachea at the level of the carina. Ent was contacted emergently and a rigid direct bronchoscopy was performed to retrieve the catheter, the pt's saturation decreased briefly to the 70's during the assessment and retrieval process. The catheter injector was defective. Hospira one/ndc (B)(4), lot# 66/475-r1, exp. 1jun2010. The pt's saturation decreased briefly to the 70's during the assessment and retrieval process. The pt was intubated and surgery proceeded uneventfully.